Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-oct-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was stuck in a windows boot loop. The field service engineer (fse) reported that the station was repeatedly entering a windows update loop and attempting to restart in order to roll back and repair, but the process failed each time. The device was powered down and reimaged. After reimaging, it was synced to the server, the windows clock was corrected, remote support services were verified as active, the biometric identifier drivers were updated, and the auto-login was configured. The system was tested by rebooting to ensure that the auto-login to cfnapp functioned properly. The user then logged in to test the biometric identifier and drawer access, both of which were confirmed to be working as expected. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, station was turned off and when turned on it was stuck on looping circle screen. The station was offline in remote smart service. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.